Manufacturer narrative:
The case is submitted late since originator held it to receive more information. Regarding batch/lot number, since no information was received after multiple attempts, therefore, the emdr is being submitted for an unknown lot number till further updates. Device 2 of 2. Common name: protector, ostomy product code: exe. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that the wafers were not in the good condition and totally useless. They were irregular and the center of the wafers had sharp edges that caused damage to the stoma. She had suffered injuries on her ostomy and the defected products caused bleeding due to sharp edges in the center which was painful and infected bleeding wounds on her skin were caused by multiple (seven to eleven times per day) corrosive urinary leakage. She was in severe bad pain. Unfortunately, there was no medical cure to help her. No photo is available at this time.